Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room for a dual arrhythmia of ventricular tachycardia and rapid ventricular response (rvr). The device provided anti-tachycardia pacing and multiple shock all of which were possibly inappropriately provided for the rvr. The rhythm kept reinitiating with those attempts and an external shock was provided. The device remains in service. No adverse patient effects were reported.